Event description:
The manufacturer received information alleging a ventilator was loud popping sound and the device shutdown. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be confirmed. Due to insect infestation, the device was returned unrepaired to the customer.